Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: two (2) actual samples were received for evaluation. A visual inspection was performed and the joints of the shrouded connector tip protector with assembled tubing were measured and the gaps in the junction were found to be within specification. Therefore, the gap does not compromise the functionality of the product. Pressure testing and pull testing were also performed and no issues were observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the blue plastic (luer) and clear plastic tubing of the individual lines of an unspecified quantity of homechoice cassettes. This was observed prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.